Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure this right atrial (ra) lead was measured with a pacing system analyzer (psa) and poor sensing as well as low out of range pace impedance measurements were noted. It was alleged that there was insulation damage when it comes to this lead. A new lead was implanted. This ra lead was surgically abandoned and remained in the patient¿s body. No adverse patient effects were reported.